Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the system was explanted due to infection. Additionally, it was reported that four days later the patient complained of headache with vision changes and his wife noted that he was "dopey acting". The patient was reportedly in atrial fibrillation with a controlled rate. A CT of the head showed a large, acute ischemic infarct of the left temporal occipital lobe; the underlying cause was not determined. A physician indicated the infarct was related to the extraction procedure. The patient was treated with warfarin (p0) and heparin (IV), and also received physical, occupational and speech therapy. The event was reported as 'ongoing, no further actions to be taken.'